Event description:
Laboring patient was being monitored internally with a fetal scalp electrode. This was monitoring satisfactory, but with some artifact. At 1402, electrode fell off and was replaced by provider. The same monitor and cables were used for both. The new electrode produced only artifact and it was necessary to resume monitoring with an external monitor.